Manufacturer narrative:
In follow up with a complaint handler on 08/14/2017, the customer stated that she was calling in to get new breast pump parts because she melted them. The customer stated that she was not sure how she got thrush, but when she first noticed the pain, she thought it was from the baby having more teeth. She was diagnosed with the thrush on the (B)(6) 2017 and the baby was diagnosed on the (B)(6) 2017. The customer also reported that there were no issues with the pump. It cannot be definitively concluded that the pump caused or contributed to the customer¿s thrush. Reported issues of thrush were investigated under (B)(4) and the root causes were identified as: lack of education/training to mothers on breast feeding and breast milk pumping; insufficient guidance on breast shield sizing to prevent nipple trauma; insufficient personal hygiene practices prior to breast milk pumping or breast feeding; and no access to or not following the manufactures' instructions for the cleaning and sanitation of the breast milk pumping components. No corrective actions resulted as it was determined that detailed instructions are available and adequate in both printed and on-line formats for cleaning breast milk pumping equipment, personal hygiene, proper breast shield sizing to prevent nipple soreness/trauma, which can lead to skin breaches, allowing for the potential introduction of yeast

Event description:
The customer alleged that she was cleaning the parts for her pump in style breast pump in a steam bag and they melted. She stated she was trying to cleaning them because she has thrush for which she was taking medication.